Event description:
It was reported that the customer was hospitalized for hbgs. During the high pressure test, the family member reported a leak near the reservoir luer connection. It was stated that there were no visible cracks or damage. The contact was instructed to change out entire set and site. No further details.